Event description:
It was reported that a minimum fill notification occurred on two occasions after the user filled the cartridge with 280 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. New cartridges were loaded to resolve the issue.